Event description:
The customer reported that the device had a broken clamp. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted unit received for channel a requires service and broken clamp. Replaced the pole clamp. Performed calibration to clear error 292 on channel a. Pm performed. All tests passed. A review of the device history record for sn(B)(6) was performed from date of manufacture 06/15/2007 to present date 10/20/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs and nine times without correlation to the customer reported issue or service repair. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to customer damage of the pole clamp - damaged knob.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device had a broken clamp. No patient involvement is noted.